Event description:
The customer reported an elevated white blood cell (wbc) content in the collected whole blood unit. The whole blood unit broke in the centrifuge during component processing. Samples for wbc testing were taken from the tubing post-filtration. The sample was tested three times. The customer's sop was not followed for obtaining the sample for rwbc testing. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the disposable kit was returned, however the filter portion was not included for evaluation. The manufacturing records for the set and the filter were reviewed for abnormalities. No problems were found. Records were also checked regarding the particulate removal rates and cationization levels of the filter membranes that are related to blood filtration performance. All filter membranes conformed to established specifications. Also, the viscosity of the polyurethane solution of the material used to make the filter was found to be within specification. Root cause: the root cause of this wbc failure was not found. Since this incident occurred in a unit that had not been sampled per the sop, there is a possibility that it was caused by a user's procedural factor.